Event description:
There was a report about an issue with the incorrect time display on a customer's pump, although the caller did not know the cause. The discrepancy was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not fall below 54 mg/dl or rise above 500 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with an understanding that the customer should follow up if the issue recurs.